Event description:
It was reported that during a follow up visit, the device did not display the remaining battery voltage and displayed unusual pacing impedance trends. It was determined that the device measurement system had locked up, resulting in a false elective replacement indicator (eri) trigger. The device was successfully reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. It was determined a false elective re placement indication resulted from a measurement system lock up. Additionally, the battery voltage was not available due to the system lock up. Resetting the device through a programmer with updated software rectified the lock up problem.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.